Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the chest, which is off-label usage of the device, on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient completed the 10-day sensor session and removed the sensor. Upon removal of the sensor, there was redness around the needle puncture site, and purulent drainage (pus) in the area. The patient mentioned the area looked infected. On (B)(6) 2025, the patient consulted a physician who prescribed a course of oral antibiotic medication (augmentin 500 mg pills, every 12 hours for 10 days). At the time of the report no photo was provided, and the patient confirmed the infection had already subsided after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.